Manufacturer narrative:
(B)(4). Batch # unk. Additional information this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: photos 1, 4, and 5 show tissue, and a surgical instrument can be seen inside the tissue and two staple legs could be observed in the tissue photos 2 and 3 show five that appear to be staples on the skin of a person and they appear to be removed from the tissue. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. The additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Answer: methylene blue leak test is done which is satisfactory without leakage. Was the staple line endoscopically visualized during the initial surgical procedure? Answer the surgeon always validates and reinforces if he sees bleeding points. How many days after the operation did the leak occur? Answer: 3 days. How was the leak identified? Answer: the patient presents a picture of peritonitis, undergoes surgical revision and laparotomy is performed due to abdominal sepsis. What was observed at the leak site after reoperation? How was the leak dealt with? Answer: open staples and leaky open gastro-intestinal junction. The additional information indicates: "code gst60d lote 423a76". What was the problem with the gst60d? Yes, because they were also used in surgery will the gst60d return? No".

Event description:
It was reported that the patient underwent a gastric bypass with perfect patency tests and stable stapling; 3 days later, the patient should be rechecked since she presented a clinical picture of peritonitis when doing exploratory laparotomy. Guidance and open staples of the gastro-intestinal anastomosis are evident without having had any manipulation, the patient must be sent to ICU and go to a 3 surgical stage.

Manufacturer narrative:
(B)(4). Date sent 9/7/2022. Additional information: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. D4: device manufacture date